Manufacturer narrative:
Complaint no. (B)(4). The device will not be returned.

Event description:
It was reported that this event occurred in the ICU department after insertion into the patient's right subclavia. The physician stated that "occlusion of lumen was not during application of single medication fentanyl [fentanil]. The medication was not applied with a perfusor. Even after aspiration and flushing with heparinized solution the lumen could not be used anymore". As a result, a new catheter was placed successfully. There was a reported delay. However, it was noted no harm came to the patient due to this delay. No further complications, death, or injury was reported.